Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03520, 0001822565 - 2018 - 03522.

Event description:
It is reported that the instrument was fractured at an unknown time and location. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This medwatch is being submitted to update that the following incident will be unreported due to the instruments were never fractured. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03520 - 1.